Event description:
Patient intermittently having lower volumes on vent. I thought I heard a quiet hiss early in shift, both rt [respiratory therapist] and rn unable to find anything. Later in shift, I found crack in flow sensor after noticing a drop of condensation fall from it. Crack facing inward towards patient, difficult to see. After replacing tubing, volumes improved. Tubing saved and placed in management's office.